Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they could not turn the internal battery off. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they first experience the issue on january 6th. The patient noted the circumstances that led to the inability to turn the implanted device off was they had just replaced the batteries thus they were suspecting that one of the batteries might be defective. The patient stated the steps taken to resolve the inability to turn the device off were they called a manufacture representative (rep) and he suggested a few solutions one of them was to check the batteries. The patient replaced the batteries, the old ones were only 2 weeks old, and the device began working perfectly. The patient noted the issue was resolved and they never suspected they would have a defective new battery, but they did. There were no further complications that have been reported as a result of this event.